Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. H3, h4, h6: a review of the device history records has been requested. H11: d4: lot number provided for reporting. Device was used for treatment, not diagnosis.

Manufacturer narrative:
A device history record (DHR) review was conducted: part: 314.453, lot: 3267256, manufacturing site: (B)(4), release to warehouse date: 06 october 2009. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. A product investigation was conducted. Visual inspection: stardrive screwdriver shaft t8 55mm was received at cq. Upon visual inspection, it revealed that the distal tip of the shaft was found twisted. Hence the complaint is confirmed. The received condition does agree with the complaint description. This complaint is confirmed. Document/ specification review: relevant drawings were reviewed during investigation and no design issues were observed that may have contributed to the complaint condition. Investigation conclusion: a definitive root cause could not be determined. But, it is possible that the present complaint condition is due to repeated usage and service for 10 years. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. UDI: (B)(4), lot: unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during an open reduction and internal fixation (orif) of the distal tibia, the 55mm stardrive screwdriver shaft t8 had a twisted tip that caused the screwdriver to slip out of an unknown screw recess. Surgical delay is unknown. Procedure outcome and patient status were as planned. Concomitant devices reported: unknown screw (part# unknown, lot# unknown, quantity 1); unknown plate (part# unknown, lot# unknown, quantity 1). This complaint involves one (1) device. This 1 of 1 for (B)(4).